Event description:
Educator was notified that pt died. Informed by wife that pt had eaten lunch and gone to the boat dock to winterize the boat. When he had not returned home by supper time, family went to check on him. He was found face down in shallow water with insulin pump on. It appeared that he had completed the winterization of the boat and was heading up the dock to his vehicle. An autopsy was done and results are pending. Educator notified company. Pt trained on pump in 2005 and cont with csii therapy til time of death in 2006.